Event description:
The dr was unable to aspirate blood from the inner lumen. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: none from the event-reported 3/10/97. Pt's current status: unk-rpt'd 3/10/97.